Event description:
Customer's granddaughter reported that on (B)(6) 2014 customer's adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Caller further reported customer was "immobile". Paramedics were called, initiated an intravenous infusion of glucose and transported her to a local healthcare facility. Customer received an MRI and unspecified "IV medications" and was reportedly diagnosed with hyperglycemia. Attempts to clarify the diagnosis and treatment were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.